Event description:
The patient required increased doses of medication to achieve a therapeutic effect. The pump was replaced due to normal end of life. Two catheters were explanted and replaced during surgery "due to no retrograde flow of csf when disconnected catheter from pump during surgery." There was no retrograde flow of csf "even with aspiration with a blunt needle." The health care professional noticed "one suture in the v-wing anchor wasn't there" when the spinal incision was exposed. The patient was admitted to the hospital following surgery for observation and titration. He was discharged 2 days after replacement. The medication being delivered via the device system before surgery was 2000 mcg/ml lioresal at a daily dose of 469.6 mcg/day. The dose was reduced to 96 mcg/day after replacement. The dose was increased to 180 mcg/day when the patient was discharged from the hospital. The dose was again increased to 220 mcg/day. One week after discharge the patient came to the clinic and was hypotonic. The dose was decreased to 200 mcg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). (Hypotonic).